Manufacturer narrative:
Investigation of the crack in the valve housing of the introducer found that the potential root cause for this nonconformance could be a supplier related material. A supplier notification was made to reny & co. Inc the manufacturer about this finding.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One tuohy-borst introducer was a stopcock was returned for examination. The reported event of dilator insertion issues and leakage were confirmed. The dilator was not retuned, the dilator from lab f9 introducer kit could not be inserted. The nylon disk appeared out of shape, it was able to pass up to 0.121" pin gage, being out of specification. A leak test was performed, and leakage was noticed in the bond area between the valve housing and sheath hub. A cut down was performed on the introducer and a crack was found in the valve housing. No other visible abnormality observed on the returned introducer. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the hub components of this introflex introducer were found on the dilator upon removal of the dilator. This has the potential to embolize into the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that when flushing before use in a patient the introducer, saline leakage was observed between the white and blue connections of the tuohy borst valve. The sales rep visited the customer and reviewed all samples. The dilator was inserted, and the valve was twisted in both senses, clockwise and anticlockwise. After that, when removing the dilator from inside the introducer, the nylon disk, silicon gland and wiper gasket of hemostasis valve were also removed within the dilator. There was no allegation of patient injury. Patient demographics were unable to be obtained.